Event description:
During follow-up visit, x-ray revealed retained guide wire used to cannulate tibial screw. In 2006 - patient underwent right knee arthroscopy, right knee medial meniscus repair and anterior cruciate ligament allograft reconstruction. Two days later - patient underwent removal of 4" piece of guidewire. Pathology report revealed 7.2 cm in length and 0.1 cm in diameter metallic cylindrical portion of material. Due to late notification of this event, the specimen had been discarded.